Event description:
A pt was unable to adjust their stimulation. The pt could not access the programs that she thought she should have access to. The pt was completing a heart monitoring test, and was wondering if that was the cause of the issue. The pt was unable to access group a at some times, but could access the rest of the programmed parameters. The pt did not have any scheduled therapy sessions. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4)